Manufacturer narrative:
The customer did not request service from getinge in connection with this event. However, the customer advised that the chassis main power switch was accidentally turned to the off position. As such, they are considering this as a "user error." The iabp was retuned to clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was placed preoperatively on a patient and when the iabp was started, it emitted a low battery alarm despite being plugged in. The iabp was changed to another and no further problems occurred. No patient harm, serious injury or adverse event was reported.